Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, and after the reset, the same malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if any issues reoccurred, which the caller acknowledged and understood.